Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent bi-lateral uni-compartmental knee arthroplasty in 2005. Left knee component loosened and patient was revised to total knee arthroplasty in 2006.